Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], gap between the back of penfill and the piston rod head [device issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 165 cm. Patient's weight: 70 kg. Patient's bmi: 25.71166210. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "gap between the back of penfill and the piston rod head(device component issue)" with an unspecified onset date and concerned a 977 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", actrapid penfill (insulin human 100 iu/ml) (dose: 22 iu, qd (10 u/morning and 12 u/noon),) from unknown start date and ongoing for "diabetes mellitus", dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus, constipation historical condition: kidney stones. Concomitant medications included - rowatinex [anethole; borneol; cineole; pinene] (anethole, borneol, cineole, fenchone, pinene), lantus (insulin glargine), folic acid, vitamin d nos. Pergaton. (Non codable) on an unknown date patient experienced technical issue with novopen 4. There was a gap between the back of penfill and the piston rod head, due to the technical issue patient experienced hyperglycemia twice with bgl(blood glucose) up to 500 mg/dl. On an unknow date patient's hba1c(glycosylated haemoglobin) was 7%. On an unknown date patient's fbgl(blood glucose) was 100 or 180 mg/dl, ppbgl(blood glucose) was not exceeding 220 mg/dl. After pen training done with nn patient educator on ncc, the device issue solved. Batch numbers: novopen 4: pvgdr87, actrapid penfill: pr71al5; action taken to actrapid penfill was reported as no change. Event abated after use stopped or dose reduced for actrapid doesn't apply event reappeared after reintroduction of actrapid doesn't apply. The outcome for the event "hyperglycemia(hyperglycemia)" was not yet recovered. The outcome for the event "gap between the back of penfill and the piston rod head(device component issue)" was recovered. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : probable gap between the back of penfill and the piston rod head(device component issue) : probable . Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible . Gap between the back of penfill and the piston rod head(device component issue) : possible reporter's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : unlikely gap between the back of penfill and the piston rod head(device component issue) : unlikely . Company's causality (actrapid penfill) - hyperglycemia(hyperglycemia) : possible. Gap between the back of penfill and the piston rod head(device component issue) : possible . References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b company number, reference ID#: (B)(4), reference notes: preliminary manufacturer comment 13-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigation results. Name: novopen 4, batch number: pvgdr87. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: actrapid penfill 3 ml 100iu/ml, batch number: pr71al5. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the following has been updated: investigation results added. Device tab: is non-reportable and malfunction fields updated. EU/ca tab: final report check box ticked, expected date of follow up was removed. Device addendum tab: annex b c d g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device (novopen 4) has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying medical condition of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary. Name: novopen 4, batch number: pvgdr87. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.